Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Report source: foreign: (B)(6). Device evaluation anticipated, but not yet begun.

Event description:
The angiosculpt device was used to treat a moderately calcified mid sfa. During the first inflation before reaching nominal pressure, the balloon ruptured. The procedure was completed using a new angiosculpt device. No patient injury reported. This product problem is being submitted conservatively because the balloon ruptured below rbp.

Manufacturer narrative:
Block g3/h3: the angiosculpt device was returned for evaluation. Block h3: visual inspection found no unusual characteristics of the device. During functional testing using an indeflator filled with green color dye water, the device was pressurized and at less than 2 atm, a leak on the balloon was present. Under microscopic inspection, a longitudinal balloon tear was observed. Block h6: the IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp.